Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A non-boston scientific (bsc) guide catheter and a pt2 guidewire were in place and a 2.75 x 24 synergy drug-eluting stent was selected for use. During advancement of the device resistance was noted. During the procedure, the stent was dislodged from the stent delivery system. The device was snared and successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, the first 6 distal stent rows bunched proximally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A device to device interaction test was performed; the device was advanced on a 0.014" guidewire with no issues noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A non-boston scientific (bsc) guide catheter and a pt2 guidewire were in place and a 2.75 x 24 synergy drug-eluting stent was selected for use. During advancement of the device resistance was noted. During the procedure, the stent was dislodged from the stent delivery system. The device was snared and successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.